Manufacturer narrative:
During investigation testing, the customer-reported abnormal sound was able to be reproduced. The root cause was determined to be a malfunction of the piston cylinder assembly. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5323 follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient at the time of the event. The customer, a syncardia certified hospital, reported that the freedom driver exhibited an unusual noise when the patient's wife turned it on.